Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels as high as 526 mg/dl. The customer experienced vomiting, nausea and ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. The mother declined further troubleshooting, and wanted the insulin pump replaced. Nothing further was reported.